Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle was difficult to operate. The following information was provided by the initial reporter : the consumer reported that the injector does not always inject properly and results in wasted insulin.

Manufacturer narrative:
Date of event: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle was difficult to operate. The following information was provided by the initial reporter : the consumer reported that the injector does not always inject properly and results in wasted insulin.